Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that it had been hard for the patient to walk for about a month and half, further stating it was sometime in 2018. Patient also stated they had dyskinesia and this started on the day of the report. Patient noted that they checked their left side and it says on/ok, on program a at 2.80v. Patient claimed that each time they check it, it was different . Patient further stated that sometimes they would move to program b and then back to a and claimed sometimes it was not on the setting they left it at. Patient was very hard to understand , and seems they were getting confused. Patient was told that probably they were confusing the two implants, and advised to follow up with the health care professional (hcp). No further patient complications were reported/anticipated as a result of this event.